Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer was experiencing grounding pad errors on the integrated electrosurgical generator unit (iesu), and the grounding pad neutral icon was displaying red. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the logs and revealed system errors m-02 and n-08 on the iesu. The customer had elected to switch to the external force triad generator prior to speaking with the tse. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. The iesu unit energized and cauterized, and all ports recognized instruments.